Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: initial clinical experience with partial heart transplantation for mitral valve replacement: an experimental approach. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "initial clinical experience with partial heart transplantation for mitral valve replacement: an experimental approach", was reviewed. The article presented a case study of a 2-year-old patient with a history of congenital mitral valve stenosis and perimembranous ventricular septal defect (vsd). On an unknown date a 21mm st. Jude mechanical valve was chosen for mitral valve replacement. The device was implanted. Approximately 10 years later the patient developed severe prosthetic valve stenosis. The decision was made for mitral partial heart transplant. Preoperative echocardiography revealed pannus formation in the sub-valvular and supra-valvular position. The st. Jude mechanical valve was surgically removed from the patient. The donor mitral annulus was sutured to the native annulus. The patient was extubated and discharged on postoperative day nine. [The primary and corresponding author was douglas overbey, division of thoracic and cardiovascular surgery, department of surgery, duke university medical center 2301 erwin road, dumc 3474vdurham, nc 27710, with corresponding email: douglas.overbey@duke.edu.].